Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was damaged. The customer reported no adverse event. The event involved product(s) 1886. Troubleshooting was performed. Assisted the customer to perform self test. Customer mentioned the pump did not deliver insulin without alarm. The customer was advised to replace the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the active current measurement test, sleep current measurement test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed dat at 0.0872 inches. Pump properly delivered bolus during testing. Unit successfully downloaded to thump. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: cracked keypad overlay and scratched case. Device test failed was not confirmed during testing. Cosmetic damage was confirmed at the keypad overlay. Exposed to moisture damage confirmed at the pcba 1 and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.